Manufacturer narrative:
H3 plant investigation: the sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The tubing kit should be changed when pump head thrombosis is observed. Failure to change the circuit when there is pump head thrombosis may result in the following: increased free hemoglobin or other signs of hemolysis, pump head noise, and increased serum lactate dehydrogenase (ldh) levels. A review of the batch documentation was performed; no non-conformities were observed during the manufacturing process. Log data was provided and reviewed. It was found that the power consumption fluctuated significantly on (B)(6) 2023. The reason for the power increase could be an aspirated blood clot from the patient¿s vascular system. Presumably, this blood clot was broken into several fragments by the pump, and these could have led to fluctuating power consumption of the pump drive. The user subsequently performed a rapid system change and thus prevented possible complications. Based on the available information, the cause for the reported event could not be traced to the device.

Event description:
Additional information revealed that the sample was discarded.

Event description:
The event occurred about thirteen days into treatment. There were no alarms from the novalung console, but none were expected. The pump head was confirmed to be properly seated in the pump drive. The user suspected a clot due to the noise and the increase in power consumption. However, no clots were visible in the circuit during treatment or when the circuit was rinsed. It's unknown what type of anticoagulation methods were used. To resolve the reported issue, the circuit was exchanged. The patient was setup with a new circuit on a different console. Moving the patient resulted in blood loss of approximately 670 ml. There were no adverse effects experienced by the patient, and no medical intervention was required due to the event. The sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During therapy, the user noticed strange noises from the pump head. It was also reported that there was a blood clot in the pump head. Additionally, the power consumption of the pump drive rose to 40 watts and showed an unstable trend from that time on. No additional information was provided in the initial reporting. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.